Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Certain® titanium large hexed screw (ilrght) was returned for inspection. A visual inspection revealed that the screw was fractured at the threads. The alleged device malfunction was confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined. UDI: (B)(4).

Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Additional 510k number: k072642.

Event description:
It was reported that the abutment screw (ilrght) fractured inside of the implant. The fractured piece could not be removed. As a result, the implant was removed. Tooth location 16.